Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results on the abbott diabetes care (adc) device compared to unspecified low readings on a competitor brand meter after 10 days of wear. The trend arrow direction was unknown. As a result, the customer was unable to self-treat and experienced "short of a stroke." It was reported that the customer experienced a stroke; however, it should be noted that while over time chronic diabetes can increase stroke risk, there is no indications that suggest the abbott diabetes care (adc) device would have caused or contributed to the reported stroke. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.